Event description:
Procedure type: sils sigma. According to the reporter: a small piece fell into the cavity during the procedure. The piece was retrieved with a grasper. There was no add'l bleeding and no tissue damage. Neither the operative time nor the incision size were extended. No pt injury reported. Pt is doing fine.

Manufacturer narrative:
(B)(4).